Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. The instrument was found to have stuck grips. The grip could not be opened or closed. Root cause of this failure is attributed to user. Although the instrument was found to have stuck grips during failure analysis, the failure mode determined does not meet the criteria of a reportable malfunction.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps failed to open. The procedure was completed. There was no patient harm reported.